Manufacturer narrative:
During inspection and testing, foreign material inside the distal end fell out of the device due to insufficient reprocessing. In addition, the biopsy channel leaked due to damage caused by repeated insertion and removal of a brush and/or accessories, the charge-coupled device lens was scratched, fibers in the light guide bundle were broken, the distal end cover was cracked due to handling, the adhesive on the bending section cover was cracked, the bending section was deformed due to an imbalance of the inner braids, the connecting tube was buckled due to handling, the grip unit was scratched, the coating of the scope body was peeling off, the paint on the air/water nut and suction cylinder nut was peeling, the universal cord was scratched, there was play in the angulation knob, angulation was reduced, and a cleaning brush and forceps could not be inserted in the channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The demonstration device was sent to an olympus service center for evaluation. During inspection and testing, foreign material inside the distal end fell out of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material may have remained since cleaning was insufficient due to physical damage. The event can be detected and prevented by following the instructions for use (IFU) which state: · after precleaning, perform leakage testing on the endoscope to ensure that it is waterproof. Olympus will continue to monitor field performance for this device.